Event description:
It was reported by the customer's mother that the customer had display issues occur with their insulin pump. The customer reported that the lcd screen had vertical lines going down. Customer's blood glucose level was reported at 147 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self test and displacement test. No missing segments or partial display anomaly noted. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.